Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The buttons of the keypad were unresponsive. The customer stated that the numbers were ramping on their own. The damage had occurred during normal use of the insulin pump. The scroll bar was not moving with no input. The insulin pump was neither dropped nor exposed to moisture. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.